Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported burning smell and water leak likely occurred due to a power supply, voltage select board and cooling unit not operating as expected. Device history record (DHR): this greenlight laser was installed on (B)(6) 2021. The system was last serviced on (B)(6) 2021 and the greenlight laser was fully functional with no issues. Device technical analysis: the console was not returned for analysis; however, the console was serviced by a field service engineer (fse) at the facility. During visual evaluation of the console, the fse identified that the voltage selector boar and 24 volts power supply were faulty. The faulty parts were replaced. In addition, the water hose from the resonator was adjusted to avoid further water leaks. The system was confirmed to work normally after being field serviced. Investigation conclusion: based on the information available, the power supply, voltage select board and cooling unit were not operating as expected; therefore, contributing to the reported event. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when the console was started up, there was a burning smell and a water leak on the floor. The procedure was completed with a non-bsc product. There were no patient complications.

Event description:
It was reported that when the console was started up, there was a burning smell and a water leak on the floor. The procedure was completed with a non-bsc product. There were no patient complications.